Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted as 8mm, mild calcification in the vessel, posterior wall calcification with a small amount anterior to the access site, tortuosity present in the external iliac region, and a depth deployment measurement of 4.5. A central access was achieved after multiple attempts with micropuncture and no ultrasound. No issues were experienced advancing or withdrawing sheaths. Following deployment, initial hemostasis was not achieved advancing the lock advancement tube. The proctor noted the physician applied more than the required force on the advancement tube to secure lock. The physician reapplied more pressure, however, unsuccessful in reaching hemostasis. Manual pressure was held, and a post-angiogram revealed collagen in the vessel with minimal flow at the access site. The physician proceeded to a cut down, explanted manta, and blood flow was reestablished. The root cause of the minimal flow is likely due to partial collagen in the vessel, which was most likely caused from user error in applying more force than what was necessary on the manta lock advancement tube while advancing the lock. Procedural requirements in the IFU state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. And indicate in procedure preparation to confirm via femoral arteriogram a single wall puncture in the common femoral artery and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. In step 5: deploy device and seal puncture: while maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Note: do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel. Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: initial hemostasis was not obtained after advancing placement tube. Md reapplied more pressure without success of hemostasis. Md held pressure while taking contralateral shot. Post picture showed collagen that appeared to be in vessel with little blood flow around site. Md proceeded to perform cut down procedure and removed collagen and anchor. Post cut down pulse was normal.